Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed chronic total occlusion (cto) target lesion was located in the mildly tortuous and severely calcified superficial femoral artery (sfa). A cross over procedure was performed. A non-bsc guide wire was able to pass through the micro channel smoothly. The physician performed pre-dilatation without any issue. Then a 5.0mmx100mmx150cm (4f) sterling¿ balloon catheter was advanced for post dilation. However, during the first inflation at 7 atmospheres for 5 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient status was good.